Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received voluntary report (B)(4) from the FDA with the following event description: da vinci robot was used to perform hysterectomy. During procedure, left ureter cut, toxic fluid overload and resulting cardiac insufficiency occurred. Six days later, a cardiac cath performed and revealed damage during hysterectomy, following day, surgery to repair ureter was performed.

Manufacturer narrative:
Based on the limited information provided, isi has not determined the root cause of the intra-operative injury and subsequent post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained an intra-operative injury during a da vinci hysterectomy procedure, requiring the patient to undergo an additional surgical procedure.